Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient is wondering if they need a program change because the ins isn't working as well as it did before with assisting symptoms. The call center phone number and hours of operation was provided. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received. The cause of the device not working was not determined. The program was changed on (B)(6) 2017 and the issue was not yet resolved. No further complications anticipated.